Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the criteria for the rv lead integrity alert were met. It was noted there were 129 ventricular sics in the last 7 days, the rv pace impedance was steady at approximately 426 ohms through (B)(6) 2016, then spiked to greater than 1000 ohms on (B)(6) 2016 and the lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia.

Event description:
It was reported that a right ventricular (rv) lead fracture was suspected and cross talk between the atrial channel and the ventricular channel was observed, along with an increase in sensing integrity counter (sic) and pacing impedance spikes. The rv lead remains in use and the patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated t-wave oversensing (twos) was observed, along with a rv lead noise warning. The rv lead remains in use. No patient complications have been reported as a result of this event.